Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the monitor had a power supply failure. The issue occurred during preparation for use for an unspecified diagnostic procedure. The procedure was completed with the exchange of devices. There was a slight delay however there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final. Olympus did confirm the event during repair. The root cause could not be determined. Olympus presumes that the cause is failure of the g1 board. Olympus will continue to monitor field performance for this device.